Event description:
During a superficial fascia layer being closed the sh needle snapped. The surgeon used the scope in the incisional and performed x-rays and unable to confirm the broken needle location. The surgeon opened the skin again and probed the incision even wider; unable to determine lost needle.